Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an axillary node dissection with lumpectomy, the surgeon attempted to clip the axillary artery and no clip deployed. He attempted a second time and no clip deployed. He attempted a third time and a clip deployed, but it partially tore the artery. They opened another clip applier and were able to control the bleeding without issues. No other means were necessary to control the bleeding. There were no patient consequences and the case was completed successfully and without delay.

Manufacturer narrative:
(B)(4). Date sent: 1/31/2022. D4: batch # v7019k. Investigation summary the analysis results found that the mcm20 device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, one clip, partially formed, was fed due to an anti-backup failure and then it fed and formed three conforming clips as expected. In order to evaluate the condition of the internal components of the device, the device was disassembled. Upon disassembly, the anti-backup lever was found to be out of its intended position, causing the anti-backup failure. The partially formed clip was a result of testing that was conducted to determine the functionality of the anti-backup feature. In order to test the functionality of the anti-backup feature, the device is fired in a specific manner that challenges/stresses the anti-backup. Without this testing, the device would not have produced a partially formed clip, therefore, the analysis code of malformed clip is not selected. No conclusion could be reached regarding what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.